Event description:
Pt was admitted for revision of right knee, secondary to pain and instability, from loose components. In accordance with hospital policy, the components removed are not available for release.